Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A purchasing agent reported that when the surgeon was attempting to implant a glaucoma filtering shunt, it would not release from the inserter. The surgeon was completed with another shunt. There was no harm to the pt.